Event description:
It was reported that the pt underwent a cervical procedure using posterior fixation at c1/2 in 2008. The pt reportedly suffered neurological deficit/dysfunction temporarily post op. Although it was believed that the symptoms were not related to the implant, this event was reported to us for notification purposes. It was also reported that the pt recovered and was discharged from the hospital with no further complications.

Manufacturer narrative:
Devices remain implanted, product return is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.